Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the patient experienced injuries and expired after having received treatment for dialysis, which is alleged to have been caused by the product.